Event description:
It was reported that the clinical study patient experienced a stabbing pain at the lead anchor site and high impedances were displayed on the spinal cord stimulator leads. Reprogramming the leads several times resolved the issue temporarily, however, the high impedances did not resolve. Therefore, the patient underwent a procedure where the leads were replaced due to high impedances. The location of the explanted leads is unknown.

Manufacturer narrative:
Correction to the initial MDR in block h10: serial number should have stated; additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), lot: (B)(6).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), lot: 5143211.

Event description:
It was reported that the clinical study patient experienced a stabbing pain at the lead anchor site and high impedances were displayed on the spinal cord stimulator leads. Reprogramming the leads several times resolved the issue temporarily, however, the high impedances did not resolve. Therefore, the patient underwent a procedure where the leads were replaced due to high impedances. The location of the explanted leads is unknown.